Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had not charged their device since (B)(6) 2020 because of trouble recharging. Caller reports tablet, programmer, recharger cannot connect to the implantable neurostimulator (ins). It was reviewed how to do a power on reset and charging post overdischarge recovery. No symptoms reported.